Manufacturer narrative:
Per the record this vac-pac was purchased 5+ years ago and it is over the recommended use life of two years per the vac-pac instruction manual. A slow leak in vac-pac is unlikely to cause a delay in treatment when it can be mitigated by using a vacuum suction as instructed in vac-pac instructions for use. It is reported in the complaint that the patient was safely secured throughout the case. This investigation is considered final. Device not available.

Event description:
Natus medical received a complaint that on (B)(6) 2017 a vac-pac had softened at the end of surgery. No reported injury or delay in care. Patient did not lose position during surgery and was safely secured in proper position through the case.